Manufacturer narrative:
Continuation of d10: product ID 3986. Serial# unknown implanted: (B)(6) 2010. Explanted: (B)(6) 2026. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received confirmed that ins, lead, and extension explant did occur on (B)(6) 2026 as previously slated. The zapping and other reported issues had since been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
B3: event date is an estimate (year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a manufacturer representative (rep) reports the patient (pt) gets intermittent error code 59 stimulation not available. The pt said they also noticed the implant switches randomly from group b to group a. Impedances are good. Pt has motor cortex implant. Pt said the issue started about a month ago. Pt said they sometimes feel a slight tingling at the lead to extension connection. Pt said he noticed the group switched from b to a on (B)(6). Technical services (ts) discussed possibility of intermittent connection issue for the stimulation not available issue. No further event details were known.

Manufacturer narrative:
Continuation of d10: product ID 3986, serial# unknown, implanted: (B)(6) 2010, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer via a the manufacturer representative (rep) reporting that the patient was getting ¿settings not available. Cannot provide desired intensity settings" error intermittently. The patient has increased pain in hand. The patient sometimes feels zaps behind his ear, it was probable that he has a tiny fracture in the extension or lead that still allows it to function most of the time. On 2025-dec-29 the patient contacted the rep stating the pain was worse and he felt like the device was not functioning at all. Contacted his neurosurgeon who advised an explant was planned in (B)(6). The ins, lead and extension will be explanted and replaced with a device from a different device manufacturer.

Event description:
Additional information was received. It was reported that the explant was slated for (B)(6). This date may change.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient¿s group a was deleted at the time of follow-up and that the patient had not informed the manufacturer representative involved with the event of any issues since the change was made as of 2025-dec-03. The cause of the stimulation not available message being displayed and the ins switching groups was asked, but unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
D6a: please note that only the ins implant year and month are available at this time. Continuation of d10: product ID 3986, serial# unknown, implanted: 2010 (month and day unknown), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) found no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Device analysis for lead unknown found no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. H6. B17 and c20 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.